Event description:
It was reported that there was no flow from a multiday infusor. This occurred during use. The device was filled with an unspecified amount of fortecortin (dexamethasone) and yadrox (ondansetron hydrochloride dihydrate) and diluted in an unspecified amount of glucosaline. The duration of the infusion was intended to be 72 hours; however, the device was still full after 72 hours. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured april 01, 2014 ¿ april 02, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.